Manufacturer narrative:
(B)(4).

Event description:
It was reported the screw fractured while being implanted. There was a backup device readily available. There were a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
One 72201776 biosure ha 8x25mm screw received. This implant was received in new condition. Dimensional inspection verifies that this is an 8x25mm product. The procedure was a cruciate ligament reconstruction. The complaint was opened for the screw fracturing during implantation. Visual inspection reveals compressed, scored and sliced distal threads. This indicates that the guide wire got caught up in the threads contributing to the fracture of the screw. No root cause related to the manufacturing of this device can be confirmed. No further investigation is warranted.